Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: desktop charger; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with non-malignant pain. The patient reported that the desktop charger (dtc) connector broke off inside the recharger port. The patient was not able to remove the broken connector from the recharger a/c port. The patient stated that stimulation turned off on thursday because she was unable to use the recharger to charge the ins. There was not an out of box failure reported. The patient was transferred to repair. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the recharger (B)(4). Found evidence of a broken connector. : as the recharger has been returned, (B)(4). If information is provided in the future, a supplemental report will be issued.